Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure in a laparoscopy cholecystectomy, the thread of the device broke. The surgeon went to remove the suture it seemed like there was only a needle. However, the suture was there but completely fell apart. It was not a violet color, either. It was brownish. The surgeon used another suture to resolve the issue. There was no patient injury.